Manufacturer narrative:
Sections with additional information as of 29-jul-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Adverse event report is being submitted due to customer contacting 911 due to meter results note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi display and high results. Customer advocate is calling on behalf of the customer. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is 115-140mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. On (B)(6) 2020, advocate checked customer's blood glucose with thi meter and obtained a result of 525 mg/dl. 911 was contacted and when paramedics arrived, they obtained a result of 343 mg/dl with their meter. When customer checked again with his thi meter, he obtained a reading of hi. The customer is concerned that the thi meter reading hi and requested a replacement meter. Customer was not transported to the hospital. The product is stored according to specification in the living room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/31/2021 and open vial date is two month ago. The meter memory was reviewed for previous test result history. (B)(6).